Event description:
It was reported that due to a communication issue between the meter and the infusion device, the bolus information for a correction bolus was not sent from the meter to the infusion device. This resulted in high blood glucose levels and the patient was admitted to hospital. At the hospital some tests/examinations were performed, but there is no information about treatment or the duration of hospitalization. At the time the incident was reported, the patient was okay and already back at home.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.

Manufacturer narrative:
Correction - the manufacturing site address was updated in section g1.